Event description:
Per complaint (B)(4), a dental implant was observed to have a defective head during the placement procedure. The implant was removed. The procedure was not completed in the same visit. No additional adverse patient consequences were reported.